Event description:
A surgeon reported two patients with unexpected postoperative refractions following intraocular lens (iol) implant surgery. Additional information has been requested. There are three medical device reports associated with this event. This report is for the first patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/19/2009, 05/21/2009, and 06/03/2009 by phone, fax, and mail. A completed questionnaire has not been received.